Event description:
It was reported that a spectrum iq infusion pump infused too quickly during patient infusion (unknown medication). This was further described as "medication was hung at 21:14. They ordered for 68mg -= 68ml infusion over 60 minutes. Upon assessment at 21:39 the medication bag was empty with 26ml infused per the pump". It was reported that the patient was stable. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "infused too quickly" was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 40 for a 60 minute run time. The delivered amount was 39.758 and the error percentage was at -0.605% which is within 5% specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.